Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right ventricular lead exhibited noise oversensing which resulted in pacing inhibition. The lead was explanted and replaced. The patient was stable.